Event description:
Country of complaint: (B)(6). Primary surgery of vega approx. (B)(6) 2014. A revision surgery was carried-out on (B)(6) 2015. (Reason for revision was not provided) intra-operatively, it was seen that the implant was not fixed to the cement. Involved component: nx130 / vega ps gliding surface t3/3+ 10mm.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2015. Manufacturing site evaluation: evaluation on-going.

Manufacturer narrative:
The returned components were visually inspected, and it was found that the posterior surface of the tibia component exhibits discoloration. There are a few small regions where bone cement is fixed to the surface. The meniscal component does not exhibit any relevant markings which could have contributed to the failure. The device quality and manufacturing history records have been checked for all available lot numbers (51904336, 51904337). The device history file has been checked and find ot be according to the specification valid at the time of production no similar incidents have been filed with products from this batch (51904336). Based on the information available as well as a result of our investigation the root cause of the failure is most probable user related / patient related. We have only two cases of implant loosening with the as vega tibia and therefore no systematic error. The most likely cause is a problem with the cementing or an implantation situation which led to increased shear forces and hence tibia loosening. Corrective / preventive action is not required.